Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The reported information indicates the patient's access vessel on the right had a diameter of approximately 7mm which is too small for the nominal diameter of the dsf2233 dryseal sheath (8.2mm). The device instructions for use provide warning and instruction to ensure the vessel diameter is adequate to accommodate the device. The cause of the reported right external iliac artery dissection may be attributed to the use of a device that was too large for the patient's anatomy as reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracic aortic aneurysm with chronic type b aortic dissection, zone 2, using gore® tag® thoracic branch endoprostheses. A 22 fr gore® dryseal flex introducer sheath was inserted via the right femoral artery. After deployment of the aortic component, during insertion of the side branch component, there was resistance at the distal portal, and simultaneous pull-through wire tension was applied on both sides, causing the aortic component to migrate several millimeters distally. Subsequently, the side branch component was successfully positioned in the left subclavian artery without issues. Angiography showed no endoleak, but a bird-beak configuration remained on the proximal side of the aortic component,. Additionally, angiography of the access vessel revealed a dissection in the right external iliac artery. A bare metal stent was implanted as a treatment. The diameter of the right external iliac artery was approximately 7 mm. The physician stated that the dissection was unavoidable. It was reported that there was some resistance during insertion, but it was not severe, so the use of the sheath was continued.